Manufacturer narrative:
(B)(4) the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the top of a vial-mate reconstitution device. The reporter stated that the coring was observed as the vial was attached to the vial-mate adapter. The device was being used with vancomycin vials and 0.9% sodium chloride solution bags. The reporter stated that the device cored the tops of vials. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Voluntary report number/mw5063288. The device was manufactured 02/17/2016 - 02/18/2016. The device was received for evaluation attached to a drug vial and solution bag. Visual inspection revealed grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. Evaluation did not identify any issues with the vial-mate device. The report of particulate matter was verified. The cause of the particulate matter was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.